Event description:
It was reported that low pacing lead impedance was observed. Fluoroscopy revealed clavicular crush. Subsequently, the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Insulation damage was noted at 19.5-21.5 cm from the connector pin consistent with clavicle crush damage. The sensing etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of low pacing lead impedance.